Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated the cross brace is broken where the screw goes into the tube.